Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and a hypoglycemic event. It was reported that on the afternoon of (B)(6) 2017, the patient stated that they checked their cgm that was reading 110 mg/dl and drank apple juice. The patient then took a finger stick reading and it was 60 mg/dl, consumed more apple juice and decided to have her aunt bring her to the hospital based on the inaccurate readings. The patient was given dextrin b50 intravenous (IV) at the hospital and was discharged the next day in the morning. At the time of contact, the patient was already discharged from the hospital. No additional or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.